Event description:
It was reported that an ilet bionic pancreas became unresponsive and could not be unlocked after the user paused insulin delivery for a shower, preventing resumption of delivery despite cleaning and drying the screen, confirming current firmware, attempting unlocks by multiple users, connecting to power, and performing a battery drain and recharge. Symptoms included inability to interact with the touchscreen and inability to resume insulin delivery. Outcomes included shipment of a replacement device. Investigation included user troubleshooting and remote technical support review and inspection of the returned device. Investigation of this device revealed an unresponsive touchscreen consistent with a device malfunction affecting the display or input interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction with undetermined root cause.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."